Event description:
Dr discovered, after drilling 3rd hole for suture anchors, that the tip off the fibertak drill bit had broken off inside the patient's bone. Post op x-ray confirmed metal fragment present. Operative report in part: this was drilled with a 1.8 mm drill through the same portal. The fibertak anchor was then placed. Again, the 90-degree suture lasso was used to shuttle peripheral limb and then the anchor was shuttled through itself and self-tensioned down to excellent fixation and then lastly at the 9 o'clock position, a 1.8 mm drill was used again. The anchor was placed but pulled out of the bone. It was then noticed that the distal approximately 1.5 cm of the drill was found to be absent and thought to be in the bone. We looked around posteriorly and the metal tip of the drill bit was unable to be identified anywhere posteriorly, so this was then drilled more proximally just above the 9 o'clock position and then a 1.8 mm fibertak anchor was placed which had excellent fixation.